Event description:
User reports discrepancies in myoglobin results between 2 analyzers using the myoglobin stat and myoglobin 18 minute assays. Units of measure are ng/ml. The following results were provided, listing myoglobin stat result, followed by myoglobin 18 minute assay. Pt 1: 120.3/84.98. Pt 2: 108.2/21. Pt 3: 40.53/26.28. Pt 4: 55.18/40.18. Pt 5: 52.38/36.63. Pt 6: 52.27/38.02. Pt 7: 116.9/79.34. Pt 8: 50.04/38.76. Pt 9: 79.5/55.74. Pt 10: 49.38/31.65. No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.